Event description:
Customer reported a past high blood glucose event with the specific highest value unknown, as it displayed "high." Cause was not known. Customer resolved the issue by changing the infusion set and cartridge. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.